Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 06-aug-2025, the user¿s caregiver reported that the ilet device would begin charging for a few seconds and then stop, with the charging light blinking and then disappearing. Troubleshooting was attempted, but the issue persisted. A replacement charger was arranged. Blood glucose was not affected. No medical intervention was required.